Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, defib conductor blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, outer tubing overlay cosmetic esc and breach/breach (non-electrical), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
It was reported the patient had a monomorphic ventricular tachycardia, antitachycardic pacing failed, rhythm accelerated to vf (ventricular fibrillation), one shock at 25 joules and 5 shocks at 35 joules all failed to convert vf, and the patient died. Follow up with manufacturer's representative reported the device and leads had all been working normally and all device testing post death shows normal function. Further reported the patient's heart physiologically simply could not respond to the shocks as was very sick patient. The device and leads were later returned for analysis with report of potential performance issue. The cause of death was requested and not received.

Event description:
It was reported the patient had a monomorphic ventricular tachycardia, antitachycardic pacing failed, rhythm accelerated to vf (ventricular fibrillation), one shock at 25 joules and 5 shocks at 35 joules all failed to convert vf, and the patient died. Follow up with manufacturer's representative reported the device and leads had all been working normally and all device testing post death shows normal function. Further reported the patient's heart physiologically simply could not respond to the shocks as was very sick patient. The device and leads were later returned for analysis with report of potential performance issue. The cause of death is being requested.

Event description:
It was reported the patient had a monomorphic ventricular tachycardia, antitachycardic pacing failed, rhythm accelerated to vf (ventricular fibrillation), one shock at 25 joules and 5 shocks at 35 joules all failed to convert vf, and the patient died. Follow up with manufacturer's representative reported the device and leads had all been working normally and all device testing post death shows normal function. Further reported the patient's heart physiologically simply could not respond to the shocks as was very sick patient. The device and leads were later returned for analysis with report of potential performance issue. The cause of death was requested and not received.